Manufacturer narrative:
(B)(4). Devices not received, log review only. The reported complaint of a possible under-infusion was confirmed. A review of the associated pc unit event log indicates that the user programmed the pca infusion for drug selection of fentanyl (1250 mcg/25 ml) with a pca dose of 15 mcg equating to 0.3 mls of fluid. The infusion was started at 6:53 pm on (B)(6) 2013 but the first dose was not requested until 12:27 am on (B)(6) 2013. Over the next 5 1/2 hours a total of 16 pca doses (4.8 mls) were delivered with the user swapping out the original pca module with a new one, then reprogramming the infusion using the same infusion parameters. Based on the log review the customer was in the concentrated pca profile. The customer's dataset was reviewed for the fentanyl drug selection for pca. The fentanyl drug was found to be available in three different profiles; however, the intended concentration of 10 mcg/ml was found only in the critical care and med/surg profiles, not in the concentrated pca profile. The concentration of the fentanyl in the concentrated pca profile is 50 mg/ml. The root cause of the under-infusion was determined to be user programming.

Event description:
The customer reported that a pt may have received only 1/5 of the intended pca dose of fentanyl 15 mcg (of a 10 mcg/ml solution). Pharmacist suspects that there may have been an error in programming the concentration due to a change in the data set 6 months earlier. Customer requested event log review to determine whether there was a user error. Although the customer reported that there was no "measurable harm", the pt required a medication change for pain relief. Although requested, no additional pt or event details were provided by the customer.